Event description:
Reporter indicated that pt became lethargic, would not drink anything, and had a loss of alertness approx 2 months post-implant. Antibiotics were prescribed. Five months after implantation, the same signs and symptoms recurred and blood culture was positive for staph. Antibiotics were again prescribed. Two months later, pt began to experience a decrease in seizure control. Tegretol and depakote were discontinued and sonogram was prescribed. Pt began to be lethargic and blood test revealed that the sonogram caused a decrease in pt's white blood count. Sonogram was discontinued and topomax was prescribed. White blood count was still noted as low, so topomax was discontinued and original medications were resumed (tegretol and depakote).